Event description:
It was reported that the colonovideoscope had a scope communication error (b30). The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed technical assistance support (tac) of the event. The device will not be returned to olympus for evaluation.